Manufacturer narrative:
Concomitant medical products: product ID: 3037, (B)(4), product type: programmer, patient, product ID: 3058, (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a manufacturer representative (rep). It was reported that the patient didn't remember what they ate, but they noted that they walked 5-6 miles a day which led to the onset of diarrhea on (B)(6) 2017.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient's programmer would not let them turn stimulation up or down. They had tried changing the batteries in the programmer, but this did not resolve the issue. They were seeing the screen before the numbers came up, and the programmer was "now communication" with the ins and showed the hourglass; the screen did not change and they were not seeing the numbers come up. It was noted they were able to turn stimulation up last week on the other device the patient had and it was fine. They attempted to connect without the antenna and was able to successfully connect. The patient was on 3.8 and went up to 4.0 and was going to continue to increase. The patient also had diarrhea all night. No further complications were reported/anticipated.